Event description:
Patient has an implanted medtronic sprint fidelis lead that is fractured. The lead is left in the patient and capped.======================manufacturer response for lead wire, lead wire (per site reporter).======================awaiting response.